Event description:
It was reported that the dissecting tool broke during surgery. On follow up, it was confirmed there was no patient impact as the broken piece was retrieved without incident.

Manufacturer narrative:
Findings: report was confirmed by evaluation. The tool fractured due to an excessive bending moment. One hundred tools from this lot were distributed. There have been no reports of tool breakage for other tools from this production lot. Tools have been produced in the past two years and only a few have been reported to have broken. This calculates to an incidence rate of 0.006%. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."